Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged, charge/battery lasts less than expected, battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l. Trouble shooting was not performed and customer reported battery cap damaged. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
Pump was not received with original battery cap. The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant battery alerts, alarms, or anomalies during testing or in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, serial number label missing, and cracked belt clip rails. Charge/battery lasts less than expected was not confirmed. Unable to verify customer's complaint for battery cap cracked/damaged, and battery cap contact missing/damaged. Moisture damage was confirmed found on the electronic assembly, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.